Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle displayed a power handle error after it initialized. The handle was connected to master control panel (mcp) and there was evidence of field programmable gate array (fpga) reset/reprogram failures. The fpga failures were found to be causing the lack of motor movements and piezo tones. An analysis of the data saved to the system noted anomalies in the data. It was reported that the power handle had an error. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the device had an irregular display. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: anomalies in the data. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the device had a file error, so the software was updated. Once updated, the handle showed a power handle error of a red circle with line on the screen. There was no patient involvement. Medtronic's initial evaluation of the incident device found internal components revealed that the device had a field programmable gate array (fpga) reset/reprogram failures.